Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed potential undersensed ventricular beats on stored electrograms (egm). It was noted that the undersensed beats do not appear to affect episode detection and therapies were delivered as expected. Programming changes, at the time of the event were not requested and the lead remains in use. No patient complications have been reported as a result of this event.